Manufacturer narrative:
Unit passed displacement test, self test and active current measurement. However, unit failed sleep current measurement and power management graph displays unexpected battery power loss, problem isolated to electronic assemblies. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump nothing had changed and battery cap was not damaged. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated insulin pump was working fine. The insulin pump will be returned for analysis.